Manufacturer narrative:
Device as yet to be returned.

Event description:
It was reported that a patients precice nail allegedly appeared broken. Therefore, the physician elected to explant and replace with a new precice nail, and patient is fully recoverd. The surgeon reported that the patient may have been non compliant, and inflicting excessive loading on the nail; prior to consolidation.